Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that during use of this smiths medical level 1 trauma fast flow disposables, leaking was noticed. It was reported that upon starting the blood after priming tubing, leaking of blood noted from the top drip chamber near the spiked unit. Subsequently a second tubing was primed and the remainder of the first unit was begun, and again blood was noted to be leaking from the same spot at the top of the drip chamber, where white cap meets chamber. No patient injury reported.